Event description:
It was reported that after the leadless pacemaker (lp) was fixated, a micro-dislodgement resulting in low current of injury was observed. The lp was removed while still attached to the delivery catheter and reinserted. During repositioning, the helix of the lp became stretched. The lp was explanted and replaced to resolve the event. The patient is stable.